Manufacturer narrative:
The patient underwent a prodisc l removal surgery due to migration of the prodisc l implant. The device migrated anteriorly from the disc space. The patient was recovering as expected, but suffered a fall down stairs on an unknown date. The fall is believed to have caused the anterior migration of the device. The revising surgeon indicated concern for blood vessel adhesion to the migrated device and elected to convert the patient to a fusion. Review of the device history records found no indication of a manufacturing issue. Complaint trending determined the rate was acceptable. Review of the dfmea identified the risks associated with this adverse event. There is no indication of a new risk or new risk rate of occurrence. The device was not provided for evaluation, and was given to the patient following explantation.

Event description:
A patient underwent a prodisc l removal surgery due to anterior migration of the implant. The surgeon removed the implant due to the loss of fixation and concerns of blood vessel adhesion to the prodisc l implant.